Manufacturer narrative:
Access site bleed - major: it was reported that the patient had another access site hematoma on (B)(6) 2025. It is unclear when it was first noted. The decision was made to hold heparin. It was not reported if the complication resolved with this troubleshooting method, and no other details were provided. Product was not returned for investigation. Since product wasn't returned for investigation and clinical details did not report if the complication resolved by reducing heparin, the root cause of the access site bleed could not be determined. Pain at insertion site: clinical details report that the patient had pain at the impella insertion site throughout support. The team troubleshot by ambulating the patient. No further details were provided. Product was not returned for investigation. The cause of the pain at insertion site was not determined due to insufficient clinical details. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: ¿patient's medical history, including any previous thrombotic events or conditions ¿description of the location and characteristics of the thrombus (e.g., size, shape, consistency) ¿relevant laboratory test results, such as coagulation profiles and platelet counts ¿imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus ¿any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states) ¿medications or treatments that the patient was receiving at the time of thrombus formation ¿surgical or procedural details if applicable (e.g, cardiac catheterization) ¿any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events) ¿presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. ¿response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. Positioning issues: clinical details report that the pump was repositioned on (B)(6) 2025. It was not reported how the pump became out of position. Data logs were reviewed and there were only two positioning alarms during case start on (B)(6) 2025 that each resolved within a minute. Product was not returned for investigation. Since insufficient clinical detail was provided and product wasn't returned for investigation, the root cause of the positioning issue could not be determined. Infection/sepsis: an infection/sepsis can occur during or after impella support. When diagnosing the cause of an infection in a patient, the following clinical evidence would need to be considered holistically: -patient symptoms and medical history obtained by the treating clinician -physical examination findings -results of special investigations: laboratory test results & imaging studies -microbiological culture and sensitivity results -response to previous treatments and therapies -any relevant epidemiological information or exposure history -concomitant devices in use -preexisting patient condition such as underlying infection, remote septic sources such as indwelling lines/catheters or other bioprosthetic material in situ. -care of access site because this evidence has not been provided, the root cause of the infection cannot be determined. Optical signal issue: clinical details report that the psnr alarm triggered on (B)(6) 2025. The pump nor console were replaced due to the issue. Data logs were reviewed and the alarm was confirmed. At this time, contrast began to oscillate between +/-3200. The placement signal did not recover through the rest of the case. However, there was a previous instance of psnr in the case, on (B)(6) 2025, with the same signature of oscillating contrast that resolved after 8 minutes. Product was not returned for investigation. Based on the intermittent nature of oscillating contrast during the case noted in data log review, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient was implanted with an impella 5.5. During support, a deep vein thrombus was found in venous system from the swan. It was noted that it was not impella related. Additionally, it was reported that the patient had another hematoma at the access site and heparin was being held. The impella was also repositioned and the patient was being treated for clostridioses difficile. The patients outcome is unknown.

Event description:
It was reported that the device exhibited placement signal not reliable.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917."